Event description:
The device was used during a right lobectomy. On the first firing there was staple line bleeding. The staple line was oversewn to control the bleeding. There was no buttressing used. A new reload was put in the instrument and it worked fine. The pt received one unit of blood during the procedure. 10/18/96 dr was performing a lobectomy and he was using the device on the inferior pulmonary vein. The initial firing was next to the atrium and a second firing was placed toward the lung tissue being resected. Initial inspection prior to dividing the vessel revealed no problem with the staple line. However, when the vessel was divided the staple line did not hold. Control was obtained and sutures were used to repair the failed staple line. The instrument is being returned for co's evaluation. There are no photos or staples to be returned. The pt required 1 unit of blood and has recovered with no sequelae anticipated.

Manufacturer narrative:
Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed staples as designed across the entire staple line. The staple heights and staple formation were conforming with respect to mfg requirements. Therefore, it could not be ascertained as to why the staple line reportedly bled. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.